Event description:
It was reported that during an implant attempt, the rv pacing impedance was >3000ohms with no capture or sensing in device. Analyzer measurements for the pace sense portion were "excellent" but rv was>3000ohms despite multiple attempts at removing pin and assuring pin is past the set screw. A new device was selected and it was recommended to place the rv pin in atrial port. In doing so, impedance measured 627ohms. Clinician then placed the rv pin in a port and again measured > 3000 ohms. It was realized that the rv pin was being placed in the lv port. No patient complications were reported as a result of this event. The device was not implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; results will be forwarded when available.

Event description:
It was reported that during an implant attempt, the rv pacing impedance was >3000ohms with no capture or sensing in device. Analyzer measurements for the pace sense portion were "excellent" but rv was>3000ohms despite multiple attempts at removing pin and assuring pin is past the set screw. A new device was selected and it was recommended to place the rv pin in atrial port. In doing so, impedance measured 627ohms. Clinician then placed the rv pin in a port and again measured > 3000 ohms. It was realized that the rv pin was being placed in the lv port. No patient complications were reported as a result of this event. The device was not implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.